Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿foreign¿ and ¿other¿ which was inadvertently left off the initial report). The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. The customer used the suction function by pushing the suction valve to the 1st position and 2nd position. There were abnormalities in the accessories used for reprocessing. The customer brushed the balloon suction channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a chemical solution such as a cleaning solution adheres from the components detected from the same location and is concentrated at the corresponding location, thereby deteriorating the surface. However, since no clear chemical components were detected, the definitive root cause could not be identified. The event can be prevented by following the instructions for use (IFU) which state: "chapter 6 application and conditions of cleaning, disinfection, and sterilization 6.3 disinfectant conditions. Use of an antiseptic solution containing phthalal may cause discoloration of the silicone on the surface of the ultrasonic probe. In accordance with the "electronicized package inserts" and "instructions for use" of the disinfectant solution, please contact.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during inspection after cleaning, it was noticed that the gastrovideoscope had green deposits or pigmentation on the balloon suction port. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that green adhesion was observed at the balloon suction port. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.